Event description:
It was reported via social media that a detached sensor wire occurred. The wearable was inserted into the arm. On approximately (B)(6) 2025, the patient experienced sensor failure during the warmup period, and removed the sensor. Upon sensor removal, the patient alleged via ¿social media user story¿ the sensor wire detached from the sensor pod and remained in the skin, and he asked, ¿what can I use to remove it from my arm." On an unspecified date, the patient later posted he consulted his primary care physician (pcp) who prescribed a course of oral antibiotic medication for ten days and no other details were provided. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B1 adverse event and/or product problem - correction to remove adverse event from the initial MDR. B2 outcomes attributed to adverse event - correction to remove other serious from the initial MDR. B5 describe event or problem - additional. H1 type of reportable event - correction. H2 correction/additional information. H6 health effect - impact code - correction to remove code 4614 and 4644 from the initial MDR. H6 health effect - impact code - additional.

Event description:
Subsequent to the initial MDR, it was clarified that the visit to the pcp mentioned in the initial MDR was not related to this event that occurred on (B)(6) 2025. Therefore, this report is being downgraded from a serious injury to a malfunction.